Manufacturer narrative:
On (B)(6) 2015, fse cleaned and aligned the waste chutes. Aligned the bar-code reader for more consistent reading. Adjusted tip detach plate. Customer was going to run patient samples. A review of complaint history after this ticket did not identify any further assistance requested by the customer, therefore, no further action was required by field service. Instrument was performing as expected. Most likely cause is instrument-driven: dirty-contaminated-misalignment of the waste chute. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported producing multiple errors [(1) tip removal error, (2) specimen z bump error, and (3) c trans z home not found errors] with their aia-900 analyzer. The customer was unable to run pth and hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth and hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.